Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer had the pump on their waist and hit something and the pump touch screen became cracked. Reportedly, half of the pump touch screen became dark and customer could only view the bottom half of the touch screen. Customer's blood glucose was approximately 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.